Manufacturer narrative:
Should additional information become available a supplemental record will be filed.

Event description:
Dealer states the left motor will jerk and then completely come to a stop and take a hard left.